Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for follow up. Low sensing amplitudes were noted on the right atrial lead. The lead was capped and replaced. The patient was in stable condition following the procedure.